Event description:
.

Manufacturer narrative:
The serial number was not provided by the facility. The mfg date is unk. Sorin group (B)(4) manufactures the s3 pump. The incident occurred at the (B)(6). This medwatch is filed on behalf of sorin group (B)(4). A medwatch report, (B)(4), was received stating that at the start of bypass, the flow stopped. Bypass was terminated. A clot was seen in the arterial line filter. The tubing and filter were replaced and bypass resumed but with the reduced flow. Bypass was again terminated. The circuit and hl machine were replaced. Inspection revealed clots in the circuit. The pt was diagnosed with a stroke post-op. The report stated that the surgeon felt that it was possible that the stroke was related to the problems encountered with the hl machine. The report stated that the circuit was not available for eval. The investigation is on-going. A f/u report will be filed when the investigation is complete.